Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited air/water (a/w) cylinder and tube had foreign object. There were no reports of patient involvement.

Manufacturer narrative:
The aware date should be 09-27-2024. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was unknown if the reprocessing steps for the location with remained foreign material were deviated from the instruction for use (IFU). However, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use (IFU): ¿IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.